Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the freestyle freedom lite meter were reviewed, and the dhrs showed the freestyle freedom lite meter passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a fast-draining battery issue with the adc blood glucose meter. The customer reported he borrowed a capillary meter and which indicated high glucose levels. The customer had contact with a healthcare professional, and was treated with insulin for diagnosis of hyperglycemia. There was no report of death or permanent injury associated with this event.